Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 needles epidural s/su 18ga 3-1/2in weiss were found before use with foreign particles in them. The following information was provided by the initial reporter, translated from spanish to english: "material with foreign particles."

Manufacturer narrative:
H.6 investigation summary: three photos were received by our quality team for evaluation. Upon visual inspection, the photos show one unused blister package containing a epidural needle and foreign matter was observed to be present but it cannot be confirmed what type of substance or particle it is from the photo. In addition, with photos provided it cannot be identified if foreign matter is inside or outside the blister. The incident could be verified but since no actual samples were provided for evaluation it was not possible to determine the type of particle or its possible sources. The investigation consisted of the review of the device history record for the reported lot, operating instructions, customer photo, test records and preventive maintenance records related to the spinal needle assembly and packaging process. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. All process and final inspections for this lot were performed with acceptable results. In addition, no process issues that may have contributed to the reported issue were reported during this run. Awareness of the complaint was provided to manufacturing via email to the supervisors and team leaders. Based on the limited information provided for the investigation, a possible root cause could not be determined within the scope of this evaluation. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 400 needles epidural s/su 18ga 3-1/2in weiss were found before use with foreign particles in them. The following information was provided by the initial reporter, translated from spanish to english: "material with foreign particles."